Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an o-ring was on the pneumatic tap. Customer¿s blood glucose level was 300 mg/dl. The o-ring was removed from the pump and the cartridge was successfully loaded. A pump evaluation was performed, and confirmed that the pump was in working condition.